Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported during implant, the right ventricular (rv) lead got possible damage during the placement attempt. The rv lead was removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.